Event description:
A malfunction on the pump was reported by the customer, but there were no notable events prior to the malfunction. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided information and assisted the caller in resetting the pump, resolving the malfunction without recurrence. The customer successfully resumed insulin delivery and was advised to contact support again if any further issues arise.